Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-01347.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-01347. It was reported that the patient has slipped and fell off his truck. In turn, the patient experienced inadequate stimulation with their scs system. Surgical intervention may occur later to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-01347. It was reported that the patient underwent surgical intervention on 28 feb 2019, wherein the patient¿s entire system was explanted. No abbott rep was present during the procedure.